Event description:
The pt's status was seven months post prk and had a diagnosis of dry eye syndrome prior to surgery. Past history was significant:strong seasonal allergies existed for which they are under constant treatment with allergy shots and other medications. Pt had silicone punctum plugs inserted in 2002. Due to frequent plug loss, smart plugs were placed in all four puncta 2 months later. They presented with mild lid swelling and tarsal hyperemia in 2003 (at the beginning of seasonal allergy time here). The puncta themselves were not hyperemic or swollen. 15 days later the pt's new and current dr removed the plugs by irrigation and started the pt on tobradex, one drop t.i.d. With the assumption that the pt was allergic to the plugs. M.d. Saw the pt last 20 days later. There was mild lid swelling only in the left upper lid. The rest of the exam was negative. This adverse reaction could be an allergic reaction, but md doubts that it is an adverse reaction to the plugs due to the long period pt had them with no reaction. The pt's new and current dr felt that this was probably an adverse reaction and removed the plugs. The pt is under the care of their new and current dr. Further research revealed that an occuloplasty specialist had surgically removed a plug from the left upper lid of the pt in question and they feel that this was a reaction to the smart plug. In a letter to the original dr, the occuloplast assumed that the plug removed was a smartplug. Based on their description of the recovery, that can not be. They described it as a barrel shaped, 3mm in diameter and 4mm long. This opens up the possibility of being a broken silicone plug since the maximum possible diameter for the smartplug is less than or equal to 1.0mm.